Manufacturer narrative:
As the customer stated no further problems occurred since the service visit, the investigation confirmed the issue with the loose base module on the sample syringe was the root cause.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results for an unknown number of patient samples and qc material. The customer repeated testing on their other cobas 6000 c (501) module and the results did not match. Only calcium results for 17 patient samples were provided. The customer stated other assays were involved, but did not provide any specific data or information. The initial erroneous results were reported outside the laboratory. The repeat results were believed to be correct. The customer stated she does not think the patients were adversely affected as she called the floor with corrected reports pretty soon after the initial results were sent. Upon follow up, the laboratory manager stated some of the patients were treated but could not provide any specific information. No adverse event was reported. The calcium reagent lot number was 178963. The expiration date was requested but was not provided. The customer performed a probe wash, recalibrated the calcium assay, and repeated qc which was out of range. The field service representative found there was a loose base module on the sample syringe. He removed and tightened the base module. Qc was performed and passed.